Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging visualization of particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MFR 2518422-2024-105639. This report was submitted as a duplicate report of the previously submitted report.